Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for evaluation. The reported issue was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.